Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed out of range shock impedence measurements of greater than 125 ohms. A pocket revision was performed, which revealed that the negative leg of the shocking lead had pulled out of the header of this device. The device was explanted, replaced with a new device and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. The df- setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew and connector block were confirmed to exhibit signs of cross-threading. The defibrillation, pacing and sensing functions of the device were verified per automated testing.